Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right device was no longer in place /absent right essure device with patent right fallopian tube') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy on (B)(6) 2012, vaginal discharge, hyperthyroidism, chronic anemia, thalassaemia beta, heart murmur, pap smear abnormal, autoimmune disorder, blood dyscrasia, mental disorder, depression, thyroid disorder, anxiety, neck pain, urinary frequency, yeast infection, ovarian cyst and bacterial vaginosis. Previously administered products included for an unreported indication: ibuprofen, flagyl, mirena from 2007 to 2008, tylenol, flexeril, thyroid stimulating hormone, gabapentin, topomax and oxycodone. Concurrent conditions included lower abdominal discomfort, dizziness, heavy periods, menses irregular with excessive bleeding, coughing, sneezing, weight gain, uterine bleeding and left lower quadrant pain. Concomitant products included medroxyprogesterone acetate (depo provera) and oral contraceptive nos from (B)(6) 2013 to (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2013, the patient experienced pelvic pain ("pain: pelvic pain/pain"), back pain ("pain: lower back"), abdominal pain lower ("pain: lower abdomen"), mood swings ("hormonal changes describe: mood swings") and alopecia ("hair loss"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problem or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with cefradine (vicodine), clonazepam (klonopin), ibuprofen (motrin), ondansetron hydrochloride, oxycodone, promethazine and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, back pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, mood swings, migraine, nausea, dysmenorrhoea, dyspareunia, fatigue, alopecia, bladder disorder and urinary tract disorder outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain lower, alopecia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: date of insertion (B)(6) 2012. Essure tubal ligation ((B)(6) 2012). Discussed with patient that the device was noted to be in place at time of insertion. Since she did not see ejection of device, it may still be in the uterus or there may have been perforation and is in her abdomen. I called and spoke to the essure representatives and they stated that if device is in abdomen, that it will not cause any harm to the patient if left there. There have only been 2 cases where it caused problems but patient was symptomatic with severe abdominal pain. Patient today denies any abdominal pain. The representatives also stated that another device could be placed . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: unilateral occlusion (left tube occluded). Absent right essure device with patent right fallopian tube noted. Left essure device in position with non visualization of the left fallopian tube.. Ultrasound scan - on (B)(6) 2013: the uterus measures 10.6 cm x 5.7 cm x 4.8 cm. The uterus is anteverted the endometrial stripe measures 13 mm which is thickened but within normal limits for the patient's age. A linear echogenic focus projects to the left of the uterus and may represent the known essure device. The left ovary measures 5.9 cm x 5.7 cm x 3.7 cm and contains a large anechoic structure measuring 5.3 cm x 5.4 cm x 3.5 cm that is anechoic with posterior through transmission and no internal vascularity. There is free fluid in the pelvis the right ovary measures 2.9 cm x 2.2 cm x 2.2 cm. Vascular perfusion is demonstrated to the right ovary. There is heterogeneity of the right ovary with hyperechoic areas within the right ovary. Small follicles are present in the right ovary. Vascular flow is demonstrated to both ovaries. Concerning the injuries reported in case, the following ones was confirmed in patients medical records: migraine, abdominal pain, vaginal bleeding, back pain, pelvic pain, nausea, menorrhagia, dysmenorrhea, dyspareunia. Concerning the injuries reported in this case, the following one was reported via medical records- device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-oct-2019: plaintiff fact sheet received. Event bleeding was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right device was no longer in place /absent right essure device with patent right fallopian tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy on (B)(6) 2012, vaginal discharge, hyperthyroidism, chronic anemia, thalassaemia beta, heart murmur, pap smear abnormal, autoimmune disorder, blood dyscrasia, mental disorder, depression, thyroid disorder, anxiety, neck pain, urinary frequency, yeast infection, ovarian cyst and bacterial vaginosis. Previously administered products included for an unreported indication: ibuprofen, flagyl, mirena from 2007 to 2008, tylenol, flexeril, thyroid stimulating hormone, gabapentin, topomax and oxycodone. Concurrent conditions included lower abdominal discomfort, dizziness, heavy periods, menses irregular, coughing, sneezing, weight gain, uterine bleeding and left lower quadrant pain. Concomitant products included medroxyprogesterone acetate (depo provera) and oral contraceptive nos from (B)(6) 2013 to (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2013, the patient experienced pelvic pain ("pain: pelvic pain"), back pain ("pain: lower back"), abdominal pain lower ("pain: lower abdomen"), mood swings ("hormonal changes describe: mood swings") and alopecia ("hair loss"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problem or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with cefradine (vicodine), clonazepam (klonopin), ibuprofen (motrin), ondansetron hydrochloride, oxycodone, promethazine and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, back pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, mood swings, migraine, nausea, dysmenorrhoea, dyspareunia, fatigue, alopecia, bladder disorder and urinary tract disorder outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain lower, alopecia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: date of insertion (B)(6) 2012. Essure tubal ligation ((B)(6) 2012). Discussed with patient that the device was noted to be in place at time of insertion. Since she did not see ejection of device, it may still be in the uterus or there may have been perforation and is in her abdomen. I called and spoke to the essure representatives and they stated that if device is in abdomen, that it will not cause any harm to the patient if left there. There have only been 2 cases where it caused problems but patient was symptomatic with severe abdominal pain. Patient today denies any abdominal pain. The representatives also stated that another device could be placed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: unilateral occlusion (left tube occluded). Absent right essure device with patent right fallopian tube noted. Left essure device in position with non visualization of the left fallopian tube.. Ultrasound scan - on (B)(6) 2013: the uterus measures 10.6 cm x 5.7 cm x 4.8 cm. The uterus is anteverted the endometrial stripe measures 13 mm which is thickened but within normal limits for the patient's age. A linear echogenic focus projects to the left of the uterus and may represent the known essure device. The left ovary measures 5.9 cm x 5.7 cm x 3.7 cm and contains a large anechoic structure measuring 5.3 cm x 5.4 cm x 3.5 cm that is anechoic with posterior through transmission and no internal vascularity. There is free fluid in the pelvis the right ovary measures 2.9 cm x 2.2 cm x 2.2 cm. Vascular perfusion is demonstrated to the right ovary. There is heterogeneity of the right ovary with hyperechoic areas within the right ovary. Small follicles are present in the right ovary. Vascular flow is demonstrated to both ovaries. Concerning the injuries reported in case, the following ones was confirmed in patients medical records: migraine, abdominal pain, vaginal bleeding, back pain, pelvic pain, nausea, menorrhagia, dysmenorrhea, dyspareunia. Concerning the injuries reported in this case, the following one was reported via medical records- device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2019: pfs & mr was received. Case become incident. Event injury nos replaced with new events. Added events device dislocation, abnormal bleeding (vaginal, menorrhagia), migraines / headaches, bladder or urinary problems or changes, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, pain: lower back, lower abdomen, pelvic pain. Date of insertion and date of removal was added. New reporters was added. Patient demographics was added. Concomitant conditions, medical history and treatment drugs were added. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.